Event description:
It was reported that the individual packaging of at least five (5) flexicaps were damaged (opened). This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the cartons and pouches were damaged. The pouches were damaged with holes. The reported condition was verified. The probable cause of the condition was determined to be due to a transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.